Event description:
It was later reported that the direct cause of death was aortic dissection.

Manufacturer narrative:
Product ID: non-medtronic unknown; product type: transseptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure when the first ablation was performed, the patient's blood pressure decreased. The procedure was discontinued. A sympathomimetic vasoconstrictor medication was administered but the blood pressure did not recover. The patient went into ventricular tachycardia (vt) and direct current was performed. The ventricular tachycardia (vt) did not resolve, and the patient was started on extracorporeal membrane oxygenation (ECMO). The patient did not recover from cardiac arrest and ECMO was later stopped. The patient died. No pericardial effusion was observed during the procedure and a post-mortem computerized tomography (CT) scan revealed the patient had an aortic dissection and calcified lesions in the aorta. The dissection was noted to be away from the transseptal and ablation sites. No autopsy was performed.

Manufacturer narrative:
Continuation of d10: product ID 990063-020 (228826709); product type: 0623-achieve catheter; product ID 4fc12 (0012228207); product type: 0629-flexcath sheath; product ID ep003994s (unknown lot); product type: transseptal needle; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.